Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that all contacts had high impedances. Surgical intervention took place wherein the leads were explanted and replaced. Therapy was restored post op.

Event description:
It was reported that patient experienced ineffective therapy. Diagnostics revealed high impedance on both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.